Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: user facility medwatch patient identifier: (B)(6).

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch received stating: patient identifier: (B)(6). Describe event or problem: piece of proglide broke off during angiogram, requiring intervention - femoral endarterectomy, additional reported information was received: it was reported that an arteriotomy closure of the left femoral artery was attempted using a proglide device via 6fr sheath after a aorto iliac femoral angiogram with runoffs procedure. Reportedly, the foot plate of the proglide device broke off during the angiogram. Surgical intervention was required to remove the broken piece of the proglide device. Pressure and then a femoral endarterectomy were completed to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure, due to the surgery. No additional information was provided.